Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set had a grease-like substance in the tubing. The following information was provided by the initial reporter: I also have a ref 20027e that has some grease like substance in the tubing.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set had a grease-like substance in the tubing. The following information was provided by the initial reporter: I also have a ref 20027e that has some grease like substance in the tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 04-apr-2022. H6: investigation summary a complaint of grease being found in the tubing was received from the customer. One sample was returned for investigation. Through visual inspection, the defect foreign matter was confirmed. There was a black grease like substance on the outside of the male luer. A device history record review for model 20027e lot number 21129163 was performed. The search showed that a total of 17,603 units in 1 lot number was built on 04dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of the defect and an investigation was performed. The probable root cause for the defect is an issue with the supplier molding process. A similar issue, seen in previous investigations, has found this foreign matter embedded in another component, and the components reported are from the same supplier.